Event description:
The initial reporter complained of discrepant results for 1 patient urine sample tested for tpuc3 total protein urine/csf gen.3 (tpuc3) on a cobas 8000 c 702 module. The initial result was 700 mg/l (0.7 g/l). This result was reported outside of the laboratory where the result was questioned as it did not look correct based on the patient's electrophoresis results. On (B)(6) 2022 the sample was repeated twice with results of 40 mg/l (0.04 g/l). The tpuc3 reagent lot number was 593201. The expiration date was not provided.

Manufacturer narrative:
The field service engineer (fse) did not identify any instrument issues. "A few" sample clot alarms were observed on the alarm trace data. Calibration data was unstable. The customer has had no further issues. The investigation determined the event was consistent with a sample-specific issue.